Event description:
(B)(6) 2024 03:55 am (gmt-4:00) added by (B)(6): a device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the third-party service center evaluation, the device was visually inspected, and the device was scrapped. Information received indicates that the device contained the sound abatement foam referenced in the recall (visible foam particles). No further investigation will be conducted at this time.